Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue. In order to fix it, eprom (erasable programmable read-only memory) memory was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the technical service activity, the root cause of the reported event is a defective memory.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in colombia. The same issue has already previously occurred at the same device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that during ecc, the electronic gas blender constantly displayed alarm which it couldnt be silenced and some seconds next, the gas flow stopped suddendly. The perfusionist elected to change to a mechanical gas blender to complete the ecc. After the procedure the perfusionist tried to start again the egb and this could not turn on. There is no report of any patient injury.